Event description:
It was reported that the (B)(4) intraocular lens was exchanged postoperatively for an anterior chamber lens due to broken zonules. This event refers to the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.